Manufacturer narrative:
Additional information: a1, a2, a3, a4, d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and delivered within specification. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused during delivery. It occurred with 2nd potassium chloride infusion (20meq/ 50ml) (no priming volume loss). First infusion completed in 28 minutes. Second infusion using the same tubing (already primed) completed in 16 minutes. Pump was programmed to run medication over 1 hour using the preprogrammed settings available. Medication in bag previous to infusion appeared to be intact and untampered with. Medication infused completely within 15 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.